Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported multi system organ failure, subarachnoid hemorrhages, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to multi system organ failure and subarachnoid hemorrhages. The device was reportedly working as expected and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Multiple organ dysfunctions/failures, stroke, bleeding, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. In addition, section 6 provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to multi system organ failure and subarachnoid hemorrhages.